Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patients fluoroscopy showed that the lead had migrated. The patient underwent a lead replacement procedure.